Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: fg emerge mr, ous 1.50mm x 8mm was returned for analysis. A visual, tactile and microscopic examination of the balloon identified blood within the material. A pinhole was located above the markerband, in the mid-section of the balloon. No issues with the hypotube shaft. A visual, tactile and microscopic examination of the shaft polymer extrusion identified no issues. Tip showed no signs of tip damage. A microscopic examination of the markerband identified no damage.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.